Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump had an unexpected restart and button error alarm. The customer¿s blood glucose was 148 mg/dl at the time of incident. Customer¿s spouse stated that the insulin pump had a button error alarm and unable to clear. It was reported that the insulin pump alarmed unexpected restart after the battery has been removed and reinserted. Customer's spouse reported that new battery did not resolve the issue and the insulin pump received another unexpected restart alarm. The customer¿s spouse was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed the displacement test, unexpected restart error alarm and self test. No unexpected restart error alarm anomalies noted.